Event description:
Healthcare professional stated that 11 months post implant the valve was removed due to cuspal tears. A fistula in the aorta at the left atrium was noted on explant. The device was replaced with mechanical valve.